Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Put in tampon and string detached itself- vagina [foreign body in reproductive tract]. String to detach itself while tampon inserted [device breakage]. String detached itself while the tampon was inserted [complication of device insertion]. Consumer reported via e-mail that tampon string detached itself while it was inserted. No serious injury reported.